Event description:
The customer stated that they have an atlas monitor that intermittently powers down while in use. The customer indicated that this occurred without any audible or visual alarms. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the pt's condition. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.